Event description:
It was reported by the affiliate that the device was used during an unknown procedure. It was reported by the affiliate that the device did not work properly. There was no patient consequence. Additional information received on 09/23/97. It was stated by the affiliate that the scissors did not close correctly.

Manufacturer narrative:
Initial medwatch sent on 10/22/97 containing wrong ess#.(972954) has been replaced with ees#.974969.